Event description:
It was reported that stent damage occurred. The 2.50x16mm promus element ¿ drug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. It was noted that the extremity of the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Brand name: corrected from promus element ¿ to promus element¿ plus. Upn, corrected from h7493911316250 to h7493918416250. Catalog/model #, corrected from 39113-1625 to 39184-1625. (B)(4).

Event description:
The device involved was a 2.5x16mm promus element plus and not a 2.5x16mm promus element as previously reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).